Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). It was also reported that a balloon stent extension was placed in the left common iliac artery (lcia) for an unknown reason on an unknown date. (May have been implanted at time of initial procedure but unknown about to confirm). Approximately 5.5 years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and an infrarenal stent graft extension to resolve the reported event. The intervention was reported as successful and the patient was doing well post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 3b endoleak and 1b endoleak of the left common iliac artery. Additionally, a non- endologix stent was identified to have been implanted in the left common iliac artery during the initial implant. The type 3b endoleak is most likely device related due to the use of strata material. The type 1b endoleak is most likely user related due to the concomitant use of a non endologix stent. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: a type 1b endoleak of the left common iliac artery was discovered during the investigation of this event. A non-endologix stent being implanted during the initial procedure in the left common iliac artery with an endologix stent was also identified. This procedure is outside the indications of use.